Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that the implantable neurostimulator was in power on reset (por) and had high impedance after electrocautery. A patient implanted with a device underwent a surgical operation without notifying the surgeon that they had an implanted device. At the end of the operation, the patient observed that the ins went into por but did not complain of any shocking sensation. However, after the surgery, at the ins interrogation, the healthcare professional (hcp) noticed an increase in impedances. After a while, the ins went into end of service (eos). The patient is planned to go to implant revision in (B)(6). No further information was reported.